Manufacturer narrative:
Follow-up information received on 03-sep-2015: the required number of follow-up attempts have been completed with no response to date. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had a pregnancy scare, bleeding for four years and some years after insertion, her fallopian tubes were inflamed and the essure coils were the reason to remove her uterus and cervix. The event fallopian tubes were inflamed, interpreted as salpingitis, is considered serious due to required intervention. The bleeding, interpreted as uterine bleeding, and pregnancy scare are serious due to medical importance. According to the essure reference safety information, these events are listed. Bleedings may occur with essure. In this particular case, considering that she experienced bleeding while on essure, this event is considered related to essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to an incorrect location of essure. In this particular case, there is limited information. A pregnancy scare was mentioned but there is no other information whether it was confirmed or not and no information regarding pregnancy development and outcome despite mentioning other events that occurred after this pregnancy scare. However, considering the positive temporal relationship and lack of alternative explanation the pregnancy scare is considered related to essure. In this particular case, the salpingitis was diagnosed after approximately 3 years. Considering the nature of this event and the positive temporal relationship, this event is considered related. This case is regarded as incident due to required intervention. A product technical complaint (ptc) analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5040345) in united states on 22-may-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. After having the procedure done she started having problems like headaches, backaches, problems with intimacy, swelling and abdominal pain. She went to her regular doctor and they took blood tests, ultrasounds, other tests to see what was going on and when she mentioned about her intimacy, they told her that she needed to see her gynecologist. This had been within a year of having the essure put in. When she noticed that the headaches were not going away and the nausea, the back aches, stomach pains, bloating had not ceased she went to her gynecologist and she told her that she had a yeast infection and prescribed her yeast infection medicine. She asked her physician if there could be a problem with the essure and she said no. She never received a test dye to make sure that essure were in accurately. After having a pregnancy scare and not knowing what was going on and could not get in the doctor´s office to have her checked out. She was getting the runaround and her symptoms were increasing to where she could barely walk; she could not hold her head up longer than an hour, she was literally in pain and was taking ibuprofen pain relievers and sometimes a muscle relaxer. There were many other times that she went into doctor because her back was hurting so much and her head was hurting so much that they really couldn't find anything wrong with her and they never checked the essure implant. In 2011, she went to a new doctor and she noticed that there was some inflammation or something wrong and she needed to actually go in surgically to see what the problem was. She was scheduled for a surgery on (B)(6) 2012 or 2013 (discrepant information). While in surgery, the physician had found that her fallopian tubes were inflamed and that the coils were the cause of needing to extract uterus and cervix. On top of that, she had nickel sized cyst on ovaries and has scarred a little bit so she noticed that there was no saving for her uterus from the inflammation of having done the same time which was causing her to bleed internally for four years. A week after the surgery, consumer noticed that her headaches, backaches stomach pain all around were gone. Ptc investigation result was received on 03-jun-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had a pregnancy scare, bleeding for four years and some years after insertion, her fallopian tubes were inflamed and the essure coils were the reason to remove her uterus and cervix. The event fallopian tubes were inflamed, interpreted as salpingitis, is considered serious due to required intervention. The bleeding, interpreted as uterine bleeding, and pregnancy scare are serious due to medical importance. According to essure's reference safety information, these events are listed. Bleedings may occur with essure. In this particular case, considering that she experienced bleeding while on essure, this event is considered related to essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to an incorrect location of essure. In this particular case, there is limited information. A pregnancy scare was mentioned but there is no other information whether it was confirmed or not and no information regarding pregnancy development and outcome despite mentioning other events that occurred after this pregnancy scare. However, considering the positive temporal relationship and lack of alternative explanation the pregnancy scare is considered related to essure. In this particular case, the salpingitis was diagnosed after approximately 3 years. Considering the nature of this event and the positive temporal relationship, this event is considered related. This case is regarded as incident due to required intervention. A product technical complaint (ptc) analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.